Manufacturer narrative:
The complaint is confirmed. The monitor was returned for evaluation and the temperature inaccuracy was confirmed. The temperature inaccuracy is known to cause other blood parameter monitor values to become inaccurate, confirming the k+ and pco2 report. Further investigation determined the thermistors were not built to specifications. Device will be brought to manufacturer's specification before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information: the user sent additional blood samples to the laboratory.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4) this complaint is related to MDR #1828100-2016-00124 ( for very erratic hgb values) .

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+), temperature, and partial pressure of carbon dioxide (pco2) were very erratic on the blood parameter monitor (bpm) after receiving the unit back from repair. It seemed like the bpm got stuck around 25 degree celsius. The device was not changed out, as they finished the case with this bpm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 12-feb-2016: this monitor had been at the manufacturer site since august 2015 and just returned to the user facility recently. The perfusionist (ccp) stated the temperature measurement at the shunt was not accurate. The temperature at the shunt does not budge from 27-28 degrees celsius, even though the actual blood temperature is 32-37 degrees celsius. The k+ measure is very erratic during cpb. It will display a value between 4-5 mmol/l and within a few minutes will be displayed in the 1-2 mmol/l range, even though there is no clinical reason for that large change. When an in-vivo is performed, then the k+ goes the other direction and is displayed much higher than actual blood levels. The pco2 is also erratic with large shifts in bpm measures irrespective of a clinical reason. After an in-vivo, it shifts erratically in the other direction. The ccp stated that with these erratic bpm measures, it is difficult to set gas flow rates to the oxygenator as gas flow settings are based on pco2 values. The ccp also stated that they feel they have no control over cerebral blood flow, as the brain is very sensitive to co2 levels. Hemoglobin (hgb) has also been erratic (up and down) since the return of this monitor (refer to MDR #1828100-2016-00124), but this has not been as problematic as temperature, k+, and pco2. They continue to use the product for trending purposes, but in current state is not very useful for that role. In-vivo calibrations have not been helpful as the measures shift erratically the other direction post in-vivo. Cases have been completed successfully, without delay and without associated blood loss. No harm has been observed.